Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic non-guidant lead system had been implanted with the distal port of the ICD plugged. As a result the only high voltage connection was the proximal coil.